Manufacturer narrative:
Additional information: b5.

Event description:
New information received stated that the patient presented in clinic on (B)(6)2020 for a follow up device check. Upon examination, it was noted that the right ventricular lead had had resumed normal lead parameters since (B)(6)2019. The physician was concerned about the integrity of the lead but decided to discharge the patient back home at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a normal pulse generator check. Upon examination of the device, it was discovered that the right ventricular lead exhibited high pacing lead impedance. After repeated measurements, the impedance remained high and within unacceptable range. The pacing lead impedance trend was reviewed and found to have gradually increased over time. The lead also exhibited increase in capture threshold and variation in r wave. It was suspected that the lead may be fractured. X-ray imaging was performed and no anomalies were found on the lead. The pulse generator was reprogrammed to accommodate for the lead. The patient was discharged and was scheduled for regular monitoring.